Manufacturer narrative:
Upon further review of the reported issue, it was determined that this is not a reportable malfunction. Per the legal manufacturer there is no potential for this issue to cause or contribute to death or serious injury if the malfunction were to recur.

Manufacturer narrative:
Upon further review of the reported issue, it was determined that this is not a reportable malfunction. Per the legal manufacturer there is no potential for this issue to cause or contribute to death or serious injury if the malfunction were to recur.

Manufacturer narrative:
An olympus field service engineer (fse) was already on site conducting preventive maintenance on the device. The fse retrieved and replaced the defective part. The lid functions were tested and worked as expected. The device was repaired according to regulations. No other issues were reported. If additional information is obtained a supplemental report will be filed.

Event description:
An olympus field service engineer (fse) reported that during preventive maintenance on an endoscope reprocessor, the user facility reported a broken push plate on the lid. No patient involvement or injuries were reported. No additional information has been obtained.